Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with backflow was not confirmed nor duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.09.92. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report from baxter (B)(4) of one colleague infusion pump in which blood back-flowed up the line during patient use. There was no patient injury or medical intervention related to this event. No additional information is available.